Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("to the essure or one of the essure coils is perforating through the tube"), device breakage ("protruding from the disrupted area is a metal coil consistent with essure wire. In the isthmus of the fallopian tube there is an additional portion of metal coil identified") and pelvic pain ("stabbing and severe pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included overweight, pid pelvic inflammatory disease and hormonal imbalance. Concurrent conditions included constipation, left lower quadrant pain (she has more pain on the left.), allergic reaction, endometriosis, adhesion, depression, adenomyosis and endometriosis of ovary. Concomitant products included hydrocortisone. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: urine leakage"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes), and robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, back pain, abdominal pain lower, abdominal distension, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia outcome was unknown, the abdominal pain was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff has been advised that if she continues to have problems she will need a hysterectomy. Current weight 180 lbs. Remove details :-there were 2 coils that were placed on the left side because the first one did not deploy correctly. On the right side. There was 1 essure coil. The patient was complaining of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: protruding from the disrupted area is a metal coil consistent. With essure wire. In the isthmus of the fallopian tube there is an additional portion of metal coil identified. Fallopian tube, 9.1 cm in length and up to 1.0 cm in diameter. Noted superficially subjacent to the soft tissue is a metal coil consistent with the essure wire.. X-ray - on (B)(6) 2017: there is a no obstructed bowel gas pattern. There is a moderate amount of retained. Colonic fecal debris. Osseous structures are intact. There are bilateral essure devices. There are 2 essure devices in the left side of the pelvis. Impression: essure devices are identified as described. Moderate constipation. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received reporter information was added. New event was added fallopian tube perforation & device breakage. Concomitant drug and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing and severe pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included overweight. In (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: urine leakage"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower, abdominal distension, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia outcome was unknown, the abdominal pain was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff has been advised that if she continues to have problems she will need a hysterectomy. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Most recent follow-up information incorporated above includes: on 18-feb-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Product indication female sterilization updated. Outcome of event abdominal pain was changed from "unknown" to "recovering/resolving. Events: hormonal changes describe: mood swings, abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse), urine leakage, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: decreased vision,, fatigue, weight gain, hair loss, plaintiff did not underwent essure confirmation test were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("to the essure or one of the essure coils is perforating through the tube"), device breakage ("protruding from the disrupted area is a metal coil consistent with essure wire. In the isthmus of the fallopian tube there is an additional portion of metal coil identified") and pelvic pain ("stabbing and severe pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included overweight, pid pelvic inflammatory disease and hormonal imbalance. Concurrent conditions included constipation, left lower quadrant pain (she has more pain on the left.), allergic reaction, endometriosis, adhesion, depression, adenomyosis and endometriosis of ovary. Concomitant products included hydrocortisone. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: urine leakage"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: decreased vision,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes), and robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, back pain, abdominal pain lower, abdominal distension, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased and alopecia outcome was unknown, the abdominal pain was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff has been advised that if she continues to have problems she will need a hysterectomy. Current weight 180 lbs. Remove details :-there were 2 coils that were placed on the left side because the first one did not deploy correctly. On the right side. There was 1 essure coil. The patient was complaining of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2017: protruding from the disrupted area is a metal coil consistent with essure wire. In the isthmus of the fallopian tube there is an additional portion of metal coil identified. Fallopian tube, 9.1 cm in length and up to 1.0 cm in diameter. Noted superficially subjacent to the soft tissue is a metal coil consistent with the essure wire.. X-ray - on (B)(6) 2017: there is a no obstructed bowel gas pattern. There is a moderate amount of retained colonic fecal debris. Osseous structures are intact. There are bilateral essure devices. There are 2 essure devices in the left side of the pelvis. Impression: 1. Essure devices are identified as described. 2. Moderate constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc (product technical complaints). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing and severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy and bilateral corneal resection of bother uterine cornua). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain and pelvic pain to be related to essure. The reporter commented: plaintiff has been advised that if she continues to have problems she will need a hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.